Event description:
This hospital had a roscoe regulator explode and cause a small fire. The hospital risk management notified compass' customer yesterday ((B)(6) 2018). He said the incident occurred 2-3 weeks ago. The patient using the regulator was not injured, however, a nurse was injured. The nurse suffered a broken foot & burns on her arm. When the explosion occurred, it blew the nurse back 3 feet into a wall, and her foot became entangled in the (patient's) wheelchair.